Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and pacing not delivered when required. This patient underwent a lead revision procedure in which this rv lead was surgically abandoned and a new rv lead was implanted, which remains in service. No additional adverse patient effects were reported.